Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals removed/broken on bottom case and plunger assembly. The investigation found the device cracked on lower left front corner of top case also cracked on right plunger case and battery door. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issues was not duplicated, during occlusion test. The combination of white teflon flakes was found on worm coupling facets, motor assembly, leadscrew. The worm gear was also found old, dirty and worn out which is causing the motor rate error intermittently. The root cause of the reported issue was due to normal wear. The technician replaced the motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.